Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the device and was unable to reproduce the reported issue. No overheating alarms were found in the device log. The fse performed a full preventive maintenance (pm) inspection in accordance with manufacturer specifications, and all tests and calibrations passed. The unit operated normally throughout testing and was returned to service with no parts replaced. No patient was involved and no harm reported.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) was overheating. Failed pressure vent status and vacuum vent pressure status. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.